Event description:
It was reported that the right scs lead had been damaged. In turn, the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue and restore therapy. Note: it is unknown which device was damaged and explanted, so both devices are being reported on.

Manufacturer narrative:
It was reported to abbott that the patient had a lead revision. Patient was revised on 03 dec 2020 by adding lead to right side for previously damaged lead. Battery was replaced because patient needs MRI. Battery was discarded per hospital policy. No complications and therapy was restored. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. Date of event is estimated. Corrected data: codes in h6 have been updated to reflect the additional information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-33073. It was reported that the patient may undergo surgical intervention on their scs leads.